Event description:
It was reported that the right ventricular (rv) lead had a confirmed low voltage fracture. A lead integrity alert (lia) triggered for sensing integrity counter (sic) and high rate non-sustained episodes. The lead exhibited oversensing, no capture and noise. The patient experienced bradycardia and dizziness. It was noted that the patient had a fall and landed on their left shoulder and became dizzy post fall. The lead was reprogrammed and therapies were turned off. Two days later the lead was capped and a new rv lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d implanted (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.